Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately one year and one month post implant of this mitral bioprosthetic valve, the device was explanted and replaced with a bioprosthetic valve of the same size and model. The reason for replacement is unknown. No other adverse patient effects were reported.